Manufacturer narrative:
F(B)(4).

Event description:
It was reported that upon interrogation the patient's pump showed a motor stall. Because of the stall, the hcp had only put 20 cc of morphine into the pump instead of 40 cc. Approximately 10 days later, the pump had dispensed 2 cc, but that was only about a third of what it should have done. The pump seemed to be working, but only slightly. The hcp was unsure as to how it could only be partially working, but the pt was fine. She was not having any withdrawal symptoms and her pain was controlled. The pt had had an injection done in another country, at the end of 2007; a sheep stem cell injection into her spinal fluid. The hcp was unaware of this until after her last visit. The hcp was thinking that possibly this could have caused the pump to stall, because it was about the time all of it started happening. There was no other event associated with it. The hcp thought it was odd though that the pt seemed fine with her pain control. Because the pt was fine, the hcp didn't want it investigate any further except that they went ahead and put the rest of the morphine in the pump, so the pump had 38cc. The hcp planned to check the pump volume again at the next refill.